Event description:
It was reported that a peritoneal dialysis (pd) patient was just released from the emergency room (ER) for major medical issues. Upon follow-up, the patient's peritoneal dialysis registered nurse (porn) revealed the patient was hospitalized and was discharged home on (B)(6) 2021. The patient's pd catheter (not a fresenius product) had become occluded due to omental wrapping. The patient reportedly underwent laparoscopic omental "stripping" which is believed to have resolved the occlusion. The patient successfully underwent ccpd therapy while hospitalized and is recovering from the event(s). Following discharge, the patient was able to perform ccpd at home without issue on (B)(6) 2021. The porn stated there is no fresenius device(s) and / or product(s) malfunction or deficit to report. Based on the available information, the patient's liberty select cycler is disassociated from the event. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred warranting further investigation. Furthermore, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of device malfunction or deficiency. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).